Event description:
The customer reported the system would not take exposures. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor cpu. The interface cable needs to be replaced. The cable was placed on order. It is anticipated that replacement of this cable will restore the system to operating as intended.